Event description:
Reporter indicated that vns patient had developed a lung infection and increased shortness of breath. It was reported that the patient was currently taking oxygen for these problems. Investigation to date has been unable to rule out the vns as a contributing factor.